Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the bdc was overinflated to 18 atmospheres (atms) when the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use IFU, states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it was determined that it was unlikely that inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous, mildly calcified and 99% stenosed lesion resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - above rbp.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the left anterior descending artery (lad). The 2.00x15mm rx mini trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance noted with the anatomy. The balloon ruptured during the first inflation at 18 atmospheres. The bdc was removed and a non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.